Manufacturer narrative:
Reported event is confirmed. Customer event "broke during a procedure" was confirmed based on photographic evidence and device evaluation. Received one trs100sb2 in opened original packaging. Lot number was verified. Performed a visual inspection, the bag is frayed indicating that the bag tore. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: the range of anchor tissue retrieval system by conmed are contraindicated when, in the judgement of the doctor or physicians, the use of such a system would not be in the best interest of the patient. Care should be taken when using sharp and electrosurgical devices. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that during a laparoscopic cholecystectomy on (B)(6) 2021 the device, trs100sb2, was being used and "the retrieval bag broke during a procedure". After further assessment, it was discovered that "part of the bag did break away. It was retrieved with no issues. Patient was not harmed. Pt was a young female, caucasian, and healthy. Not harm was done."all fragments were retrieved. The procedure was completed with a 2 minute delay and no alternate device was used. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.